Event description:
It was reported that the device did not have a "plastic piece" in it. Instead of stapling it cut the pt. The spot was ablated and everything was "ok". It also was reported that the plastic "thing" came out and cut the pt. It was later reported that the event occurred during a laparoscopic gallbladder procedure, and the pt was not harmed. After firing the last clip there was no lock out on the device. The device continued to act like there was a clip and it fired even though it was empty.

Manufacturer narrative:
Final device investigation revealed that the device's locking mechanism failed and the device could be actuated without clips in the device. The device had no clips whatsoever yet the handle could still be depressed. No loose or broken pieces were seen.